Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited noise. Isometrics do not reproduce the noise. No medical intervention was performed. No further information was reported.